Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed "cassette not attached properly" alarm displayed. To further investigate, functional tests were performed. The complaint was confirmed and it was found that the downstream occlusion sensor, dso, failed calibration. The dso will be replaced during repair as it was inoperable. Additional information was received stating that there was no patient injury involved in the reported event.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated "set not attached properly." It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.